Event description:
The tip of the tube touched the gastro and a gastric ulcer was formed (on the wall opposite the wall the peg was placed at). This incident occurred 13 days after placement. The pt was treated with medication. The ulcer was detected through endoscopy. No x-ray was necessary. The g-tube was removed and replaced with a competitor's product.